Event description:
It was reported that the insulin pump alarmed motor error and was unable to clear it with the esc and act button. Device was not exposed to a magnetic field or dropped. Nothing further reported.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart, off no power and motor tests. No motor error alarms were noted. All buttons functioned properly. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads, a missing end cap sticker and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.